Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button creased. Unable to confirm motor error alarms due to keypad anomaly. The device had cracked reservoir tube lip noted. Corroded motor home switch noted also. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not performed. The device was returned for analysis.